Event description:
During a follow-up in clinic, increased capture threshold and increased pacing impedance was observed right ventricular (rv) lead due to a micro-dislodgement. The rv lead was capped and replaced to resolve the event. The patient was stable.